Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2013, the patient had open reduction internal fixation procedure. The patient had removal operation of the implants in the humeral proximal part on (B)(6) 2014. During the final process of the operation, the surgeon noticed that the screw head of the locking screws were all broken. The screw head could not be engaged neither by using a screw driver nor by an extraction screw. Therefore, the surgeon broke the screw heads by using a carbide drill. After removing the plate, the surgeon scraped around the screw shaft with a hollow reamer and an extraction bolt to try to remove the screws. However, since the screw threads were also damaged, the extraction bolt could not engage with the screws. With a pair of pliers, the screws were finally removed and the operation was completed. There was a ninety minute delay in the procedure. When checked the removed screws, two of them had been greatly scraped, and one was bent. This is report 1 of 2 for (B)(4).